Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between october 16-22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed that there was residual fluid inside the device¿s bladder which suggested a possible no flow issue may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no infusion during patient infusion. The issue was described as, a significant amount of cefazolin 6000mg in sodium chloride 0.9% 240ml that had not infused. A peripherally inserted central catheter (PICC) was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.